Event description:
According to the distributor's report, the pt was being treated for an eyelid laceration at another facility. During application, some of the adhesive contacted the pt's eyelids and glued them together. The pt was seen at the reporting facility to have the eye treated. No further info is reported.